Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to multi system organ failure. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. The patient had been hospitalized since his heartmate 3 implant. After complications due to hospital infection and multiple organ dysfunction syndrome, the patient evolved to death. There was no autopsy performed and the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure and patient outcome, as well as a direct correlation with the device, could not be determined through this evaluation. Additionally, a specific cause for the reported infections could not be determined through this evaluation. No autopsy was performed and the device will not be returning for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, the hm3 lvas IFU lists infection and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure and patient outcome, as well as a direct correlation with the device, could not be determined through this evaluation. Additionally, a specific cause for the reported infections could not be determined through this evaluation. No autopsy was performed and the device will not be returning for evaluation. The heartmate 3 lvas IFU lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, the hm3 lvas IFU lists infection and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had several infectious processes during hospitalization in several different sites (pulmonary, urinary, driveline, among others) evolved with worsening of the infectious parameters associated with clinical deterioration and fever on (B)(6) 2020. New cultures were requested and showed candida parapsilosis growth in peripheral blood culture with caspofungin being associated as antibiotic regimen.